Manufacturer narrative:
The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release.

Event description:
The patient was initially implanted with an afx bifurcated stent graft (strata material), an infrarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm. Approximately four (4) years post-op a type iiib endoleak was detected during a routine follow-up. The patient underwent a re-intervention which successfully resolved the reported endoleak. The patient was discharged to home post-op day one (1).

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak and a secondary procedure. This event is mostly likely device due to the use of strata material. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.